Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging the meter was reading inaccurately low compared to another meter. The reporter alleged readings of "2.0 and 2.3mmol/l" on the lfs meter and "10.3mmol/l" on a back up onetouch ultra2 meter. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=1.17mmol/l or <=30% obtained within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy or precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.